Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Ceramic fracture of the right hip joint. During motorcycling the patient got pain and went to the hospital. X-ray control confirmed ceramic fracture. Date of implant 10 years ago (2010). First revision due to periprosthetic fracture in a hospital in frankfurt. Update: 14 days ago when switching from lying to sitting on the couch, the patient had pain in his right hip. On (B)(6) 2020 I suddenly had pain while riding a motorcycle. Radiologically examined on (B)(6) 2020. Evidence of a ceramic fracture of the right hip shaft. Periprosthetic femoral fracture 9 years ago.

Event description:
Ceramic fracture of the right hip joint. During motorcycling the patient got pain and went to the hospital. X-ray control confirmed ceramic fracture. Date of implant 10 years ago (2010). First revision due to periprosthetic fracture in a hospital in frankfurt. Update: 14 days ago when switching from lying to sitting on the couch, the patient had pain in his right hip. On (B)(6) 2020 I suddenly had pain while riding a motorcycle. Radiologically examined on (B)(6) 2020. Evidence of a ceramic fracture of the right hip shaft. Periprosthetic femoral fracture 9 years ago.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed by medical review and by review of returned device method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2021. This inspection indicated: "the device was examined with the aid of a stereo microscope at magnifications up to 50x. The fractured pieces of the head were labeled a-f for clarity. Approximately 90% of the ceramic head was returned. Metal transfer markings and secondary chipping were observed on the head fragments." Functional and dimensional inspections, not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: a material analysis has been performed. The report concluded: "the returned ceramic head had fractured. The head likely fractured due to hoop stresses caused by the edge effect. Damage was observed on the head fragments consistent with post fracture abrasion. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Clinician review: a review of the provided medical information by a clinical consultant indicated: documents reviewed on (B)(6) 2020: stryker pi report; (B)(6) 2020: note: (B)(6) 2010: operative note, revision for femoral head fracture and plate removal: (B)(6) 2000: operative note, primary tha robodoc; (B)(6) 2020: ap pelvis x-ray tha with femoral plate and abnormal head; (B)(6) 2020: lateral x-ray tha with plate and abnormal hadundated/unlabeled photo of explant with broken femoral head. Confirmation: the event can be confirmed, there was a fracture of the femoral head. There was a revision surgery with replacement of the head and cup. Root cause: the root cause cannot be ascertained from these records. Description of the episodes and history leading to the problem, prior radiographs and possibly examination of the explants may provide insights into the cause of the fracture. Of note, the patient had had a periprosthetic fracture 8 years prior 2012 in the hip that was implanted in 2000. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as , pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event. An event regarding crack/fracture involving an unknown stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: pi documents reviewed 09/23/2020: stryker pi report (B)(6) 2020: note from (B)(6) 2010: operative note, revision for femoral head fracture and plate removal (B)(6) 2000: operative note, primary tha robodoc (B)(6) 2020: ap pelvis x-ray tha with femoral plate and abnormal head (B)(6) 2020: lateral x-ray tha with plate and abnormal had undated/unlabeled photo of explant with broken femoral head confirmation: the event can be confirmed, there was a fracture of the femoral head there was a revision surgery with replacement of the head and cup root cause:the root cause cannot be ascertained from these records. Description of the episodes and history leading to the problem, prior radiographs and possibly examination of the explants may provide insights into the cause of the fracture. Of note, the patient had a periprosthetic fracture 8 years prior 2012 in the hip that was implanted in 2000. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Event description:
Ceramic fracture of the right hip joint. During motorcycling the patient got pain and went to the hospital. X-ray control confirmed ceramic fracture. Date of implant 10 years ago (2010). First revision due to periprosthetic fracture in a hospital in frankfurt. Update: 14 days ago when switching from lying to sitting on the couch, the patient had pain in his right hip. On (B)(6) 2020 I suddenly had pain while riding a motorcycle. Radiologically examined on (B)(6) 2020. Evidence of a ceramic fracture of the right hip shaft. Periprosthetic femoral fracture 9 years ago.